Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and haemorrhage in pregnancy ('heavy bleeding/ clotting') in a (B)(6) year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 ((B)(6) 2007 , (B)(6) 2009 , (B)(6) 2011 , (B)(6) 2014 , (B)(6) 2015). In (B)(6) 2015, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous and haemorrhage in pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, haemorrhage in pregnancy and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had another pregnancy which is captured in the case number - (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.